Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error multiple times during bolus. Customer believes that the first couple times it was due to the reservoir being low. It was noted that the insulin pump was exposed to an airport security scanner. Customer does use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 78 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.